Event description:
The patient stated the lead was crooked it was determined by x-ray in february and (B)(6) 2014. It was also mentioned that the later call that the lead was broken and the device was taken out on (B)(6) 2014. The patient indicated that the device did not work well for her. The patient was getting somewhat relief not what she was expecting. It was later reported that the device was not controlling her symptoms. It was indicated that it worked sometimes but not all the times. The device was controlling very little of her symptom. It was noted that this had been occurring since implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported that they had an appointment with their health care professional (hcp). The patient was still having concerns with their device/therapy but had not sought further help. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va078uw, product type: lead; product ID 3889-28, lot# va0 78uw, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).